Manufacturer narrative:
Additional information: d9, g3, h3, h6. (Use error) this evaluation determined that the reported event occurred due to use error.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/07/2023, it was reported by a sales representative via sems (B)(4) that an ar-9800 synergy rf console had an IV bag fall on it. This occurred during a case, with no effect on the patient.